Manufacturer narrative:
The device is not returning. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed due as the mitraclip detached from the posterior leaflet and thrombus was observed, requiring treatment. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) grade 4+, p2 and p3 flail with chordal rupture. Two mitraclips were successfully implanted, reducing the mr to grade 2+. On (B)(6) 2021, the patient presented for a cardioversion or ablation due to atrial fibrillation. The patient had not been feeling well and a cardioversion was scheduled. Per physician, the cardiac arrhythmias, not feeling well, and treatments of, were unrelated to the implanted mitraclips. An echocardiogram was performed that day. There was either a thrombus or billowing segment of the mitral valve leaflet projecting into the left atrium. On (B)(6) 2021 another follow-up echocardiogram was performed. Moderate mr was noted along with a possible clot at the mitral valve leaflets. On (B)(6) 2021, it was observed that the xt mitraclip had detached from the posterior leaflet, while remaining attached to the anterior leaflet as a single leaflet device attachment (slda). Possible thrombus and severe mr were observed. On (B)(6) 2022, a surgical mitral valve replacement was performed, explanting the clips. An atrial septal defect repair (asd) and left atrial appendage closure (laa) were performed, blood transfusions were provided. During this hospitalization, a pacemaker was placed for atrial fibrillation and complete heart block. Reportedly, bleeding requiring blood transfusions, asd repair, laa closure, pre-existing arrhythmias with heart block, and associated treatments, were unrelated to the mitraclip devices. No additional information was provided regarding this issue.

Manufacturer narrative:
The clip was returned for analysis. Returned device analysis could not replicate the reported incomplete coaptation in a testing environment. The returned clip was noted to be free of damage. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The reported patient effects of additionally, mitral regurgitation (mr) and thrombus are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the available information, a cause for the reported incomplete coaptation (single leaflet device attachment (slda)) could not be determined. The reported mr appears to be a cascading event of the slda. A cause for the reported thrombus could not be determined. The reported major surgery and hospitalization were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. D9: device available for evaluation

Manufacturer narrative:
The reported patient effects of atrial fibrillation, and endocarditis are listed in the mitraclip g4 system instructions for use (IFU) as known possible complications associated with mitraclip procedures. A cause for the reported endocarditis and atrial fibrillation could not be determined. The reported major surgery hospitalization, unexpected medical intervention, and medication were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The updated investigation is still pending. Once updated, a follow-up report will be generated, reporting the additional information. The xtw mitraclip referenced in b5 is filed under a separate medwatch report number.h6: health effect - clinical code 4440 removed.

Event description:
Subsequent to the previous report, the additional information was received: on 01/10/2022, patient returned with cardiac arrhythmias (atrial fibrillation) possibly device related. Additional imaging was performed and the xtw mitraclip (cds0704-xtw, 01110u123) also had a single leaflet device attachment. The device was removed during the mitral valve replacement surgery. That day, cultures were cent to pathology due to a concern for thrombus versus endocarditis. A pacemaker had been placed for the arrhythmias. On 01/16/2022, a valve bacterial infection (mediastinitis and endocarditis) was confirmed, treated with antibiotics. There was no thrombus. It was unable to be confirmed if the explanted clips had vegetation. The event resolved.